Manufacturer narrative:
Analysis confirmed the reported issue; the output connector assembly was broken. It was also noted that the upper case had cracked bosses, the lower case and hanger assembly were broken. One of the capacitors on the main printed circuit board (pcb) was damaged. All found defective parts were replaced and all other identified issues were resolved. The device was re-calibrated and functionally tested. The device passed all final testing. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the atrial and ventricular ports of the external pulse generator (epg) needed repair. The epg has been returned for service and calibration. There was no patient involvement.